Event description:
On january 25, 2008, the lay user/patient contacted lifescan alleging the threads were worn on her one touch ultra soft penlet cap. The medical affairs specialist sent follow-up questions, but the technical service representative (tsr) was not able to reach the patient. The patient stated, the issue started four days earlier, at 5 pm and she could not test her blood sugar from that point on. Sometime after the issue, the patient experienced symptoms of dry month and sore throat. She drank a lot of fluid to treat her symptoms. The next day, when the patient injected insulin, she also tested her blood sugar and the result was 27 mmol/l. She took extra 10 units over her usual dose of insulin at that time. She states, she did this until she saw her nurse four days later, who determined her blood sugar levels were stabilized. She called lifescan from the hospital on january 25, after she had an operation. It is unknown whether the operation happened before or after the visit to the nurse. It would have been helpful to obtain the following information: what time the patient first felt symptoms, what the patient's diabetes regimen was, what insulin the patient took extra doses of, what she felt her symptoms were indicative of, how long after the patient treated did she start to feel better, and how the nurse determined her blood sugar levels had stabilized. The tsr determined during the troubleshooting telephone call, the product was not new and there was no misuse of the product. This complaint is being reported because the patient alleged the penlet cap was worn, she was not able to test her blood sugar, and afterward she experienced symptoms indicative of hyperglycemia followed by a hyperglycemic reading the next day.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, strips, and lancing device for evaluation, but has not yet received them. If either the meter, strips, or lancing device are returned, lifescan will evaluate it/them and, if any of them do not pass inspection, lifescan will inform FDA of the results in a supplemental report.